Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI# as the manufacturing date information was not received. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that constant occlusion and high peak pressure alarms occurred with the bellavista while on patient. No patient harm reported.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h11. Results of investigation: a field service engineer (fse) visited the customer¿s facility to evaluate the reported issue. The issue could not be replicated during the field visit. The device works as per the specification a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.